Event description:
It was reported that an ilet bionic pancreas touchscreen became cracked after the user fell weeks prior, and the device subsequently became unresponsive, leading to replacement of the unit and counseling that the replacement will not be watertight. Symptoms included no reported adverse clinical effects. Outcomes included no interruption in diabetes management as the user had a backup therapy and wears a libre 3+ sensor. Investigation included a review of the reported physical damage and collection of a damage photograph. Investigation of this case revealed physical damage to the touchscreen consistent with external impact. It was concluded that the device failure was due to user-induced physical damage rather than a manufacturing or design issue.